Event description:
It was reported that the wake button on the pump was sticking. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer cleaned the area around the button and continued using the pump for insulin therapy.